Event description:
It was reported that the quick bolus button was unresponsive. Pump illuminated when placed on charger. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.